Manufacturer narrative:
One kangaroo joey enteral feeding pump was received in service. The reported symptom was verified. There was no audible alarm during start-up or on the volume control screen. Upon further inspection of the main pcba, crystallization was observed on the pins. Crystallization is a sign of fluid ingress. The root cause of the reported symptom is fluid ingress. The customer main pcba was replaced with a known-good board. After the replacement, the unit had audio during start-up and on the volume control screen. The unit has been repaired, and restored to proper operation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer did not specify any issue. Upon triage the technician has found unit would not alarm at start up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit had no alarm. The unit was triaged and the c ustomer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.